Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). A manufacturing record evaluation was performed for the finished device lot, and review indicates that all records were within specifications. All activities and quality inspections were found according to specifications. No anomalies during the processing of the batch. No events were related to the nature of complaint.

Event description:
It was reported that a patient underwent an inguinal hernia repair procedure on (B)(6) 2021 and the mesh was implanted. It was reported the patient experienced post-op infection. It was reported that after 5 days of using the patch, the infection occurred. It was reported that there was subcutaneous effusion which increased the patient's pain, and there was an immediate arrangement for reoperation to remove the patch.